Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk on (B)(6) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(6) 2011 and (B)(6) 2011. One - patient alert for low battery voltage on (B)(6) 2011 02:15:02.

Event description:
It was reported that the device reached elective replacement indicator due to premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.